Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse followed up with the customer over the phone to address the reported event. The customer declined service, stating that they would send their patient samples to an external lab. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(4) 2017 through aware date (B)(4) 2018. There were no similar complaints identified during the search period. The aia-360 operator's manual, chapter 7 -error messages and flags was reviewed. 4004 turn table slip: the aia-360 operator's manual indicates that the "4004 turn table slip" error message is generated when the turntable moor slips. The operator is instructed to turn the power off and on again. If the problem reoccurs, contact the service department. The most probable cause of the reported event remains unknown since the customer declined service.

Event description:
It was reported that the customer received multiple "4004 turn table slip, turntable motor slipping detected" and home sensor errors with their aia-360 analyzer. The customer inspected the device to verify that the sample nozzle was straight and that no tubes were stuck in the carousel. The customer also encountered resistance when attempting to manually rotate the carousel. The customer was unable to run beta human chorionic gonadotropin (bhcg), progesterone (prog ii), and estradiol (e2). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for bhcg, prog ii, and e2. There was no indication of any patient intervention or adverse health consequences due to the reported event.